Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation during use. The following information was provided by the initial reporter: ref: 362753 after applying the blood sample to this tube, I found the layers formed was different from the ones described in the user manual. (2500 rpm, 20min, rt).

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter facility name: (B)(6) hospital. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation during use. The following information was provided by the initial reporter: ref: 362753. After applying the blood sample to this tube, I found the layers formed was different from the ones described in the user manual. (2500 rpm, 20min, rt).